Event description:
It was reported that the needle did not deploy but the pink slide did move forward, indicating an unknown needle mechanism failure. Pod was not worn. No impact to blood glucose levels were reported. Details regarding treatment were not provided.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.2. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed with the soft cannula fully visible. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 55 pulses and was subsequently deactivated. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The cause of the reported needle mechanism failure could not be determined.